Event description:
Prolonged inflammatory reaction to synvisc [injection site joint inflammation] ([injection site joint swelling], [injection site joint pain], [injection site joint effusion]). Case narrative: initial information received on (B)(6)2024 regarding an unsolicited valid non-serious case received from a physician; case upgraded to serious case on (B)(6)2024. This case involves a 72-year-old female patient who experienced prolonged inflammatory reaction to synvisc, effusion and pain with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc] in left knee. The patient's concomitant medication(s) and family history were not provided. Her concurrent conditions included oa bilateral knees (osteoarthritis). Her concurrent condition included breast cancer. She was alcohol user. On (B)(6)2024, the patient started using hylan g-f 20, sodium hyaluronate injection of strength: 16mg/2ml (with unknown dose, frequency, route, indication). On the same day, patient had prolonged inflammatory reaction to synvisc (injection site joint inflammation) and was having effusions (injection site joint effusion), pain (injection site joint pain) and bilateral knee swelling (injection site joint swelling) would like to communicate with someone at pharmacy information regarding batch number and expiration date corresponding to the one at time of event occurrence was requested. Action taken: unknown for all the events. It was not reported if the patient received a corrective treatment for all the events. At time of reporting, the outcome was not recovered / not resolved for all the events. Seriousness criteria: intervention required and disability. A product technical complaint (ptc) was initiated on (B)(6)2024 for synvisc (batch number: unknown) with global ptc number: (B)(4). Ptc stated: based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive action) was required. The final ptc was completed on (B)(6)2024 with summarized conclusion as no assessment possible. Additional information was received on 27-sep-2024 from quality department. Global ptc details were added. Text amended accordingly. Additional information was received on 27-dec-2024 from the non-healthcare professional. Additional event of bilateral knee swelling added as symptom to the event of prolonged inflammatory reaction to synvisc. Case has been upgraded to serious from non-serious with the addition of the event bilateral knee swelling with the seriousness criteria of disability and intervention required. Medical history added. Age added. Clinical course updated and text amended accordingly.